Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was found retracted and clean. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to initial implant procedure, insulation damaged was visually observed on the right ventricular (rv) lead. A new rv lead was implanted to resolve the event. The patient was stable with no consequences.